Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc, hard disk spare part, and reloaded software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system hang during startup due to bodyguard error and flex pc failure on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.